Event description:
During a routine shift check by a clinician, the defibrillator paddles did not allow the device to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.